Event description:
It was reported that about one hour after the customer started to use the product, a "no message" alarm went off. So they changed the pump to another two, but the alarm persisted. He then changed the pump to still another one, and this time the alarm was settled. The customer suspected something was wrong with the cassette. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation. All labels were still intact. No physical damaged was found on the device. The occurrence of the no disposable alarm could not be confirmed on (B)(6) 2021 on the date of the reported event. However, reported problem was found in event on (B)(6) 2021. A cassette was used to test the function of the pump, and the reported problem could not be replicated. As a preventative measure, the downstream and upstream sensors were replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.